Event description:
--

Manufacturer narrative:
Technical services discussed performing a high energy shock to determine the root cause of this issue as well as possible indications for out of range shocking impedances. A possible connection issue was also discussed. A save to disk was done and sent for further engineering analysis while a high energy shock was not performed. Upon additional engineering analysis this investigation will be updated. This device and right ventricular lead remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
Further engineering analysis noted that the shocking impedances are often at an out of range limit suggesting a possible lead or connection issue. In additonal technical services discussed monitoring the patient carefully to ensure the shocking impedances remain within normal range.

Event description:
Boston scientific received information that post implant during a follow up this device displayed high out of range shocking impedances on the right ventricular lead. Various configurations were tested which all produced out of range shocking impedances. A low energy shock was performed which showed normal shocking impedances within normal range. After the low energy shock was performed various configurations were once again tested which showed normal shocking impedances. Sensing and pacing thresholds were stable since implant. A request for further explanation from technical services regarding the out of range shocking impedance measurements was made by the field representative.